Event description:
A cracked pump screen was reported by a customer, impacting the usability of the device as the touchscreen was not functional and remained unreadable. The blood glucose level recorded was 167 mg/dl, which was within the normal range. The customer reverted to an alternate form of insulin therapy.